Event description:
It was reported that after opening the oxygen cylinder sparks occurred at the pressure reducer. Consequently the device was taken out of operation. No injury was reported, no patient was involved.

Manufacturer narrative:
The concerned alduk I was made available for investigation. The investigation comes to the conclusion that the o-ring at the connection branch had burned. Unfortunately the remaining parts of the burnt o-ring were not present anymore when we received the device for investigation. The connection branch was found to be black colored, but there existed no material for an analysis of possible remainders of oil or grease. Therefore a final root cause could not be determined exclusively. This is a rare case. Nonetheless previous reported events indicate that safety measures for oxygen handling (like "all connections have be kept clean and free of oil and grease") were not kept. It is likely that pollution in combination with too fast opening of the oxygen cylinder resulted in the reported event. The safety instructions - also concerning slow opening of the oxygen cylinder - are given in the instructions for use. Finally, the alkuk I was equipped with a new o-ring and found to meet specification during subsequent testing.